Event description:
The report received from the affiliate indicated that during preparation for a percutaneous coronary intervention (pci), while connecting the inflation device to the cypher select plus 2.75 x 28 mm stent delivery system the luer hub cracked. The product was not clinically used in the pt. There was no pt injury. No anomalies were noted when the device was removed from the package. The device was not re-sterilized. The device was pulled from the packaging by the luer hub and no anomalies were noted. The device were prepped properly according to the instruction for use (IFU). Negative pressure was not able to be maintained. The procedure was completed successfully with the same like product.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional info will be submitted within 30 days upon receipt.